Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of a ffr comet wire separated. The distal portion of the device was not returned. The designed length of the comet wire is 185cm. The returned portion of the device measured 174.5 which means that 10.5cm was not returned. The wire showed multiple bends and kinks throughout the shaft length. Bench testing could not be performed due to the damage of the device. A scanning electron microscopy (sem) imaging was performed which revealed that the failure occurred due to reverse bending fatigue, with final ductile overload. Abnormal fracture beams likely contributed to fracture. Adjacent beams do not appear abnormal. No other damage or irregularities were noticed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that a tip detachment occurred. The target lesion was located in the circumflex (cx)artery. This comet pressure guide wire was selected and advance to the lesion. However, during the procedure the tip of the guide wire broke off and became lodged in patients cx artery.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the circumflex (cx)artery. This comet pressure guide wire was selected and advance to the lesion. However, during the procedure the tip of the guide wire broke off and became lodged in patients cx artery. It was further reported that vascular access was obtained via the right radial artery. The case was started with a 5f non-bsc diagnostic catheter, then a 5fr guide catheter was advanced to the lesion. Initially they were getting strange numbers so a new comet wire was opened, they disconnected the wire and re-connected a new transducer, keeping the initial wire in place which was past the lesion. The comet wire separation was not realized until after they crossed the lesion and tried to remove the device. Several attempts to snare the device were made using a variety of devices including a 7fr 3.5 mach 1 guide catheter, a 7fr cls4 mach 1 guide catheter, and a 6fr guidezilla. Finally a v-18 control guide wire and an 2.5x12 mm emerge balloon catheter were used to trap the comet device and a stent was placed to embed the detached portion against the vessel wall. There were no issues with these devices. Fluoroscopy and x-ray were performed and the patient was in stable condition.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of a ffr comet wire separated. The distal portion of the device was not returned. The designed length of the comet wire is 185cm. The returned portion of the device measured 174.5 which means that 10.5cm was not returned. The wire showed multiple bends and kinks throughout the shaft length. Bench testing could not be performed due to the damage of the device. A scanning electron microscopy (sem) imaging was performed which revealed that the failure occurred due to reverse bending fatigue, with final ductile overload. Abnormal fracture beams likely contributed to fracture. Adjacent beams do not appear abnormal. No other damage or irregularities were noticed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.